Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection the fill cap was observed to have separated from the fill port. The cause was identified to be that the operator, in production, did not tighten the cap. Training for the operators was performed as a resolution.

Event description:
It was reported to baxter (B)(4) that an infusor had a separated fill port cap before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.